Event description:
Revision surgery - a suspected revised tibial insert was located with device history record package in second floor book case. The insert has damage to the articulating surfaces. Initially, it was implanted on (B)(6) 1999. The revised right knee was performed approx on (B)(6) 2005.